Manufacturer narrative:
The customer informed stryker that a patient was involved in the reported event; however, no adverse patient outcome was reported. Sections a and b of this report have been updated accordingly. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that a battery well on their device was not working. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that a battery well on their device was not working. As a result, defibrillation would not be available, if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was unable to duplicate the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.